Event description:
It was reported that the customer's blood glucose was over 600 mg/dl. She stated she was having dizzy spells and went to the hospital, but did not state whether this was related to high or low blood glucose. Customer also stated her transmitter was not working. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.